Event description:
The manufacturer received information alleging a ventilator was alarming for service required alarm conditions indicating the internal battery had a charging issue and the oxygen blending module failed to function as designed. There was no harm or injury reported. There was no evidence the device was in patient use. The device was evaluated by the manufacturer's field service engineer (fse) and the internal battery charging issue was confirmed. The device's internal battery was replaced to address the issue. The "service required" alarm indicating an issue with the oxygen blending module o2 sensor was found in the ventilator's downloaded error log. For all instances of the alarm, the error log indicates that the code was generated due to a fault with the oxygen blender module's o2 sensor. The o2 sensor is used to monitor the oxygen level inside the oxygen blending module. The device's oxygen blending module was replaced to address the issue. This type of failure would not affect the ability of the device to provide therapy to published specifications. The device was tested and passed all final testing.